Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 chemistry analyzer. The three erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and replaced the reference electrode and reference valve. No issues were observed. However, the issue reoccurred on (B)(6) 2022, the fse then replaced the buffer valve to resolve the issue. No further issues have been reported. The erroneous generated on (B)(6) 2022 are addressed in MDR (B)(4). Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).